Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip failed to break away from the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code a15 captures the reportable event of clip failed to release from catheter. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.